Manufacturer narrative:
Examination confirmed the reported breakage. Although unable to determine the complaint sample manufacture date, in july of 2001, the geometry of this product code was revised. The product returned is of the prior design. In response to a trend identified previously for this product code was released in july of 2001 changing the raw material used and the geometry of the rod. A search of the complaint database did not find any complaint of this nature manufactured after this change. The need of additional corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During surgery, the im rod broke inside the femoral canal. Surgeon attempted to retrieve the broken tip, but could not. The piece was left in the canal.